Event description:
A lead revision procedure was performed due to noise and high pacing impedance. The lead was capped and replaced and the patient was in stable condition.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies with the exception of damages consistent with those occurring at the time of explant.